Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that following multiple loss of prime warnings on the same day, the patient experienced a low blood glucose (bg) of 57mg/dl with confusion. The patient reportedly did not require assistance of a third party or medical intervention to treat the low bg and remained on the pump. The patient was reportedly disconnected from the pump during re-priming after the loss of prime warnings, however the reporter alleged that the pump was related to the low bg. The reporter declined to troubleshoot. The patient's bg at the time of the call to animas was 118mg/dl and was being monitored. The cause of the alleged bg excursion is unknown at this time. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with an alleged non-specific pump malfunction.